Event description:
It was reported that the during a gynecological procedure approximately a month ago, the surgeon morcellated the bowel with the device. No further info has been provided.

Manufacturer narrative:
Date sent to the FDA: 07/12/2007. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.